Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had to keep pressing buttons to get it to finish. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump stops during the middle of priming and screen scratched and had a hard time seeing the numbers on the screen. The device will not be returned for analysis.